Event description:
The problem was that the unit had a malfunctioning clinical information center (cic, bedrock) system to monitor patients via telemetry. For some reason we were only able to monitor 8 of 16 patients on cic 1 and the other ten could not be admitted to this cic. Cic2 was not able to admit 14 patients due to the same no communications ("no comms") error. Meaning you select the admit tab and when you select the ECG from the tab, there were no beds or telemetry transmitter numbers (ttx) to choose from. I rebooted both cic's and was able to view other departments systems which indicated the network was intact, but when viewing the department with the problem I was only able to view the same 8 beds. I checked for loose cables, rebooted both receiver and servers. Since our equipment is locked down to specific departments the other department experienced delays and the problem still exists. Placed a call to ge to escalate the call. Called technical support and performed the same things again. This time rebooted the master tower via com. Was now able to view beds but the ttx numbers did not exist. Manually entered ttx numbers and I told the unit not to discharge until this problem was resolved. Unit clerk discharged 3 of the original eight ttx's that was not effected earlier and got no communications error, manually added the ttx's for the affected three transmitters. The next day, I had the monitor tech print strips and I rebooted system. Upon boot-up the unit retained the assigned beds and assigned ttx numbers. Went in discharge every patient and readmitted them to make sure the bed and ttx numbers were retained in the system. Ge service did come to the hospital and could not find the problem. I had ge download the logs and send to the ge engineers for research. We do not know what the cause of the problem or why it happened. Still waiting for response. Ge field representative was very helpful.